Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator (vc), patient began to show signs of right ventricle (rv) dysfunction (pas 60's), dilated right ventricle (rv), low pi, intermittent power elevations (non-sustained). Patient received 10mg sildenofil IV and milrinone was restarted at 0.375. Pump parameters and hemodynamics improved. Later in the day, pump parameters changed again and doctor performed a modified ramp study (8600 to 9400rpms) and could only decompress left ventricle (lv) 0.5 cm. Speed was left at 8800rpms. The next day, the pump parameters were the following: 8800rpms, pi 1.6, est flow +++, pp 9.5 with elevations to 14w; pocket controller changed to backup controller. Hemos: hr 79, bp 109/49 (aline pulsatile and patient had palpable pulses), pap 60/24, cvp 16; gtts levo 4 (milrinone was again discontinued), hgb 6.8. Transesophageal echocardiogram (tte) showed no flow through the pump or out flow graft and aortic valve was opening every beat. Patient also began to experience intermittent low flow alarms. At this time it was decided to return to the operating room for pump exchange.